Event description:
It was reported that during the implant procedure of the left ventricular lead, the catheter fell out of the coronary sinus. During the attempt to recannulate the coronary sinus was dissected. The patient was reported to be unharmed. The lv port was plugged for a later implant of the lv lead.

Manufacturer narrative:
(B)(4).